Event description:
A surgeon reported observation of a distorted haptic on an implanted intraocular lens (iol). The lens was removed and replaced without complication 6 weeks after initial implant.

Manufacturer narrative:
The intraocular lens(iol) was received and inspected under illuminated 10x magnification. Results show the optic body is intact, both haptics are distorted. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.